Manufacturer narrative:
Field expiration date- ni.

Event description:
A report was received that the patient would undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure due to lead migration.

Event description:
A report was received that the patient would undergo a revision procedure for an unknown reason.